Manufacturer narrative:
The programmer was returned to a different site for repair. This site confirmed that the programmer intermittently had an error and would not boot. As a result the main processing unit was replaced. The hard drive was then reimaged and software was reloaded. The programmer then passed functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, there was a software issue. (B)(4).

Event description:
It was reported that the programmer would not boot to the work interface after start-up. The programmer was returned to the manufacturer for servicing. There was no patient involvement.